Manufacturer narrative:
The device was received in backup mode. Analysis of the device image indicated an error code that triggered backup mode operation, consistent with the effects of code corruption. The device was monitored for several days but the anomaly could not be reproduced and the cause of code corruption could not be determined. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies. Review of battery trend data indicated average monthly battery levels above eri throughout the entire implant duration. Longevity assessment was performed revealing total projected longevity is 12.5 years, implant duration is 9.81 years and remaining longevity is approximately 2.69 years to eri and is considered normal.

Event description:
During follow-up, the device was in backup vvi. The device was explanted and successfully replaced. The patient was in stable condition.